Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged that she awoke thinking she was having a stroke with symptoms of lightheadedness and weakness. Reporter stated she attempted to test on the aviva system but got an error each time. Reporter stated that she took her normal medication, noted as 45 units of novolin 70/30. Reporter stated that the paramedics were called, obtained a 387 mg/dl result on their system and was taken to the hospital where she received unspecified treatment. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter discarded the strips, so no product will be returned for evaluation.